Event description:
Customer's parents reported that the sensor glucose reading was below 40 mg/dl and that the insulin pump threshold suspend was not activated. In the alert history, there was a threshold suspend. The blood glucose reading was 92 mg/dl. They were also advised on calibration. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.